Event description:
Additional information received from the patient reported that they had an appointment scheduled with their doctor in (B)(6). Further information received also indicated that the doctor thought the device may be placed wrong. From the beginning, leaking never really stopped. During the summer, it seemed worse. From activity level to highest they could stand - no help. The doctor will insert a new interstim to retry.

Event description:
The patient reported they were having a lot of leaking problems this summer. They had turned stimulation up, and it didn't seem to help. The patient would get the urge to go, and by the time they could get to the bathroom, they had leaked. They were going through 2 pads a day. The patient indicated they had been leaking a little bit ever since implant; however the leaking had gotten worse. The patient wasn't feeling stimulation but stated they initially felt stimulation sensation after increasing amplitude; however it dissipated. Their therapy was on and on program 1. There were no trauma or falls related to the reported issue. The patient indication they had a bad "vaginal infection" the first part of april and was put on estrogen pills and an ointment called fluocinolone. The infection had cleared up. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.